Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced hypoglycemia. The customer also complained that the pump was heavy, the sensor was too big and difficult to install (requiring additional tape to stay in place), the calibration process took two hours, and that changing the sensor took longer when the transmitter was charging. During low blood glucose events, the pump in smartguard does not automatically suspend. Blood glucose value at the time of the event was unknown. The event involved product(s) mmt-1884, mmt-342g, mmt-431ag, mmt-7040a, and mmt-7841zn. Troubleshooting was performed for general documentation. No further patient complications were reported. No product return is required for mmt-1884. No product return is required for mmt-342g. No product return is required for mmt-431ag. No product return is required for mmt-7040a. No product return is required for mmt-7841zn.